Manufacturer narrative:
Physio-control replaced the device's therapy connector cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy connector cable and observed that there was a large crack running down the frame of the connector. Further testing was unable to duplicate the reported issue of the therapy connector not allowing a therapy cable to be connected to it.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device physio-control observed that the device's therapy connector was damaged and when the therapy cable was disconnected from the device a new therapy cable could not be connected due to the damaged therapy connector. As a result, defibrillation therapy may be unavailable, if it was needed.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device physio-control observed that the device's therapy connector was damaged and when the therapy cable was disconnected from the device a new therapy cable could not be connected due to the damaged therapy connector. As a result, defibrillation therapy may be unavailable, if it was needed.